Manufacturer narrative:
On 4/16/2019, the mentor failure analysis lab received the device for evaluation. The device was identified as a saline mentor smooth round high profile 330cc, catalog number 3503330, lot number 6710291. The concomitant product was identified as a saline mentor smooth round high profile 420cc, catalog number 3503420, lot number 6698616. Device evaluation summary: during visual inspection of the sample, it was noticed the device was ruptured. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Since the second product received is a concomitant device, no further analysis is required. A manufacturing record evaluation was performed for the finished device number 6710291, and no non-conformances related to the reported complaint condition were identified. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the right side. Deflation was observed during explantation. The patient will undergo removal on (B)(6) 2019.